Event description:
It was reported by the rep that the (1) tct75 was used during an unknown procedure. It was reported that the instrument locked out and could not be fired by the surgeon. The case was completed with a second instrument and with no pt consequence.